Manufacturer narrative:
Reasonable attempts by phone and email were made to obtain further information from the user facilities physician for the reported event, however none was received; therefore, lumenis is unable to confirm the validity of the reported event. Review of subject device DHR records showed it was manufactured according to relevant procedures, tested before release, and shipped according to specifications. A review of service records for the subject device concluded the device had been serviced regularly and had been examined and evaluated within one month of the reported event date and found to meet manufacturer specifications. Subject device malfunction is not the suspected cause of the event reported. Additional info sep 28 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A user facility physician reported that following a demo treatment with a lumenis resurfx, who underwent the procedure, claims to have sustained vision changes. The physician additionally claims to have seen an eye doctor following the treatment approximately two months ago.